Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was not reported. The patient was not hospitalized for the event. On the same day as the event onset, the patient was treated with vancomycin (dose, route, frequency, duration were not reported) and ceftazidime (dose, route, frequency, duration were not reported) for peritonitis. At the time of this report, the patient outcome and action taken with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.